Event description:
The customer alleged that one of his blood glucose reading was not stored in the memory of a contour next meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.